Event description:
The customer contact reported during testing at the user facility, the device touchscreen did not pass the touchscreen test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During the touchscreen test in the biomed mode the device touchscreen was unable to be calibrated. The probable cause was the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel